Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The positive end expiratory pressure valve was replaced, and the unit was returned to service.

Event description:
The hospital reported pressure higher than expected while in mechanical ventilation mode. There was no reported patient injury.